Manufacturer narrative:
The device associated with the reported event was not returned a complaint database search finds no additional reports against the remaining provided product and lot combination. Based on no evidence of product error, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Sales rep received info about a broken s-rom noiles component. Revision is planned. Updated information received (B)(6) 2014 - patient of (B)(4) received knee-tep left side (unknown manufacturer) in 2002. Patient slipped out on ice snow. Fall and distortion of left knee. Fracture of femur, osteosynthesis with help of plate. Since this malposition, pain because of loosening and osteolysis. Because of this he got implantation of new knee prothesis on (B)(6)-2007. On (B)(6)-2011, revision of tibial components (B)(4). On (B)(6)-2014, revision of femoral parts because of loosening and fracture of transition of femoral sleeve to femoral stem extension. For additional info (surgery reports of 2007 and 2011) please see (B)(4).